Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 12, 2023. The rep reported that the battery replacement consult was due to the ins having reached end of service (eos), which is the reason why it will be replaced. The procedure has not been scheduled; the pt had only come in for the consult on (B)(6) 2023. Per device registration, the ins was explanted on (B)(6) 2023. The rep will be contacted to determine device status.

Event description:
Rep reported that it has been a while so she cannot confirm if there was an oor or not. She does not remember any other details about this event either. Per her notes, patient was not getting the same amount of therapy as she was prior to her fall. Impedance check showed 0-7 high imped except for 7, lead will need to be replaced. No exact values. Pt was programmed using 8-5 which only covered her left side.

Manufacturer narrative:
H10: upon further review, events reported in regulatory report # 3004209178-2023-18792 on 2023-nov-01 have been merged into this event. Any additional information obtained will be reported via the continuation of this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260. (Serial: (B)(6)); product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. Patient came in today for battery replacement consult. Today at patient¿s appointment she stated that she was still getting relief not as much as she had previously. Patient then reported she had been in an accident in which she fell off of a golf cart and had to be airlifted to a hospital. She states this happened approximately (B)(6) 2022 and that she has been dealing with the aftermath of her accidents and is just getting around to the stimulation issue. Today and impedance check was performed and lead zero through seven had high impedance on all contacts except for contact number seven. Lead will need to be replaced when patient has her battery replaced. Patient usage was 86% over the last 30 days. Patient was re-programmed using lea d eight through 15, which only gets left coverage. Patient denied all her complaints today. She acknowledged understanding that the lead will need to be replaced to capture coverage on the right side.